Event description:
It was reported that a physician was attempting to use to an amphiprion deep pta balloon device treat a lesion in the posterior tibial artery reported to be severely calcified, with 99% stenosis, lesion length is 350-400mm and moderately tortuous. The physician attempted to deliver the device to the severe calcified target lesion without pre-dilation. Severe resistance was encountered due to the calcification when the device was advanced to the lesion and physician applied excessive force to delivery system. The distal part of the balloon was stuck at the middle to distal of the lesion, physician stopped and then attempted to remove the device, but resistance was encountered during removal and as physician continued to pull at the device, the shaft broke. A snare was used to retrieve the broken shaft from patient. The procedure was completed using a non-mdt device. No other clinical sequelae were reported for this event. Device analysis: traces of blood were detected on the balloon. The balloon was inflated and unfolded. The device was found broken close to the monorail welding. The proximal part of the shaft welded on the hypotube was bent and broken.

Manufacturer narrative:
Evaluation, results: deformation problem; patient condition affected effectiveness of the device (patient lesion morphology, severely calcified, with 99% stenosis, and moderately tortuous); incorrect technique/procedure (excessive force applied to device). Conclusion: use error caused or contributed to event (excessive force applied to device); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severely calcified, with 99% stenosis, and moderately tortuous) (B)(4).